Event description:
It was reported that patient experienced an infection at the anchor site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein lead and anchor were explanted to address the issue. Patient was administered oral antibiotics to address the issue. Infection has resolved.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.